Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Customer¿s blood glucose level ranged between 40-42 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the issue resolved and the bg on the bolus screen matched the bg on their home screen and customer continued to use current pump for insulin therapy.